Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Device not returned

Event description:
It was reported that the cartridge was leaking from the o-ring. Reportedly, the customer overfilled the cartridge and the cartridge burst. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 180-270 mg/dl.